Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported to be resolved. No symptoms noted. Patient has been released from care.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with dlk (diffuse lamellar keratitis) one day post lasik in both eyes. Topical steroid drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.